Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The fact that "the scope of the coupler was not attached" suggested that the user's handling was bad, and it was likely that the charged coupler device (ccd) failed, and the image was no longer displayed due to the strong impact or aging of the camera head during handling. The instructions for use (IFU) provides the following guidelines: do not subject the camera head to shocks. It may be damaged.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image had intermittent white streaks. The issue was due to a faulty charge-coupled device (ccd). In addition, the lens coupler scope was wobbly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the high definition autoclavable camera head was "broken." There was a degradation of the image quality. No patient involvement was reported.